Manufacturer narrative:
Expiration date unk. This product is manufactured in the u.s. But not marketed in the u.s. Claim #(B)(4).

Event description:
An article was received that cited a case report "repeated rotation of a toric implantable collamer lens". A (B)(6) man underwent ticl implantation (12.1mm) for the correction of high myopic astigmatism in eyes. He presented a sudden decrease in visual acuity (va) of the left eye four months after ticl implantation. A rotation of the ticl was diagnosed. The ticl was re-set to the original position. Ten monthsticl relocation, the patient again presented a sudden decrease in va. Again the ticl had rotated. The ticl lens was explanted and a new ticl lens was implanted. The lens remains stable in the six month follow-up period. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.